Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported she had kinked cannulas leading to high blood glucose level of the patient. Reportedly, blood glucose of the patient at the time of the incident was highest above 500 mg/dl. She changed out her infusion set and the site with the help of family friend. The patient was admitted to the hospital due to high blood glucose. The patient received insulin as corrective treatment in the hospital which resolved the issue. The infusion set was in use for a day. The patient did not notice any damage when the package was first opened. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.